Event description:
The customer reported that, during a virtual reprocessing in-service to assess compliance with their reprocessing procedure for their ultrasound bronchofibervideoscope device, it was discovered that the customer utilizes the original scope buddy, and does not have suction capabilities for this endoscope. The endoscopy support specialist discussed the importance of aspiration and of using the validated instructions for use. It was confirmed that the facility does have the scope buddy plus, but that it is not in use. The customer is aware of the requirement for aspiration with either a suction source or through the means of the scope buddy plus. Following the virtual service, the customer was also provided with the reprocessing wall chart, as well as device-specific reprocessing guidance with all service documentation. This event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.